Event description:
The customer reported the generation of erratic patient results for multiple analytes on their au5800 clinical chemistry analyzer as a result of a cuvette overflow. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse indicated that glucose results were affected and observed an obstruction in the valves due to contaminated tubing. The fse identified the probable cause as the valves and tubing. The fse replaced the valves and tubing to resolve the issue. The customer was satisfied. No further issues were reported. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).